Event description:
Additional information received from the customer reported the issue occurred during a diagnostic endoscopic ultrasound procedure. The procedure was delayed and was completed using the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, a definitive root cause of the peeled acoustic lens and screw holes of the distal end having insufficient adhesive could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis lucera ultrasound gastrovideoscope had an ultrasound image problem. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the peeled acoustic lens and the screw holes of the distal end having insufficient adhesive. The report is being submitted due to failures found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the complaint was confirmed and the ultrasound image was defective due to peeling of the acoustic lens. Also, evaluation found the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was detached, chipped, and cracked, the elevator channel plug was loose, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.